Manufacturer narrative:
The user-reported separation issue was confirmed. A supplier corrective action request (scar-006) had been issued to address this issue. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on (B)(4) 2016. Zyno medical submitted an e-MDR (3006575795-2016-00118_complaint (B)(4)) on 10/26/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported that "the tubing came off the drip chamber", and "fortunately there was water in the bag which went everywhere when the tubing came off and not chemo". No patient was involved in this case.